Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-service the cs300 intra-aortic balloon pump (iabp) unit had an arrow iab with an edwards transducer and transducer cable to the cs300. Customer advised that a pressure tracing appeared on the pump but the they did not have "numbers" on for the arterial line and that the pump would not "go into" a pressure trigger when in semi-auto mode. Customer advised the pump would only use the ECG trigger in both auto and semi-auto mode. Customer advised that they sent the pump to surgery and to speak with perfusion.

Manufacturer narrative:
It was later stated that after speaking with the chief of perfusion, it was stated when the "edwards" transducer cable was changed, it solved the problem. Therefore, no service request was placed. H3 other text : customer denied service.

Event description:
N/a.